Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep or using too long of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2013 where three implants were installed. The patient reported radicular pain symptoms years later. The surgeon determined that the inferior positioned implant had breached the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon removed the inferior positioned implant to relieve the nerve impingement. No other preexisting implants were adjusted or removed, and no new hardware was added. The status of the patient following the revision procedure is not known.